Event description:
It was reported that during attempted insertion of the iab through the introducer sheath, the iab would not fully advance. As a result of this, the iab was withdrawn and a second iab was successfully inserted. There were no associated pt complications.